Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. No changes or intervention was performed. The patient condition was stable.

Event description:
New information indicates that on 6 dec 2022 the patient came into clinic and the implantable cardioverter defibrillator (ICD) was repaired to resolve the issue. The patient condition was stable.